Event description:
Bd retracting syringes x 5 were fully engaged. The needles did not retract and all of the vaccine was not injected. Dates of use: 2009. Diagnosis or reason for use: vaccine administration.